Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the post paced t-wave over-sensing on the implantable cardioverter defibrillator was noted when the patient visited in-clinic for a check.